Event description:
Procedure type: lap colon - io double stapling technique. Pt gender: unk. According to the reporter: after sigmoid colon was resected, the instrument was placed, but the stump of colon which had linear staple line was overlapped by the circular stapler. The eea was pulled, changed its position and then it was applied. A leakage was found and was corrected by stitching. No bleeding occured as a result, but surgery was delayed by 30 mins or more. No pt details were disclosed, but has been discharged from hospital